Event description:
It was reported to philips that startup failure. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and found the system stuck at 00:00 countdown page, cannot enter the system. A philips field service engineer (fse) went onsite and performed the test on the m cabinet direct current power supply (dcps) and telnet switch. Troubleshooting indicated that the dcps was defective, and the fse replaced it to resolve the problem. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.